Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.